Manufacturer narrative:
H10 - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a vyaire fsr (field service representative) performed a work order onsite. Replaced 02 cell on unit. Performed 2p calibration which was successful. Unit is to be placed back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 151 (o2 concentration low) after recalibration of the o2 sensor. Happened on a patient with no patient harm reported. The ventilator was swapped out.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. No logs attached with the complaint. As per notes on (B)(4), issue resolved after replacing the o2 cell followed by a successful calibration. Oxygen alarms (151 - "o2 concentration low" and 224 - "mismatch between delivered and measured fio2") could be triggered due to a depleted oxygen sensor. A two-point calibration failed due to a too high drift. The fio2 calc value based on the flow feedback calculation was always close to the setting. This means that the alarms were based on the oxygen sensor monitoring only. The root cause is most likely due to o2 sensor depleted (eol).